Event description:
Per the boston scientific oos, the device battery is at the end of service with multiple shocks delivered, possibly due to a lead fracture. This lead was explanted but not returned. This system was replaced with a guidant system. Also removed: lumax 340 vr-t, MDR 1028232-2008-00806.